Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. New lead was replaced. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead exhibited noise.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. New lead was replaced. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead exhibited noise. Noise was being oversensed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. New lead was replaced. No additional adverse patient effects were reported.